Manufacturer narrative:
The pod was received not deployed with the slide insert not visible in the top housing window and the cannula was not visible in the needle well. Pod data shows the device ran 46 first prime pulses and was then deactivated by the user. No damages or defects that would contribute to a needle mechanism failure were observed. The device operated as intended and did not deploy due to being deactivated before the start of second prime. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.